Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to turn on and was offline on remote support service (rss). The field service engineer (fse) assisted in isolating a failed main half height drawer 3, which caused the station to shut down. The fse disconnected drawer 3 to allow the station to operate until further repairs could be completed. The fse verified that the station was online via an rss session and determined that main drawer 3.2 was preventing the station from booting. The fse replaced the drawer controller, and the device functioned properly. The drawer was tested in diagnostics and by the customer, and all tests passed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es er2 does not power on and shown offline in remote smart service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.